Event description:
The pt was traveling. He was unable to adjust his stimulation with the pt programmer and he had left his magnet at home. The pt programmer was responding, but the pt didn't feel any change in the stimulation and wasn't able to turn the stimulator on or off. A magnet was sent to the pt. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).